Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesions location was unspecified. A 8mm x 4.50mm nc quantum apex balloon catheter was used for post dilatation after stent implantation. However, the balloon ruptured at an unspecified pressure. The procedure was completed with a different device. No patient complications were reported and the patient status is good.